Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) lead was undersensing due to a lead fracture. It was also reported that the right ventricular (rv) lead was fractured. Both the ra and rv leads were capped and replaced. No patient complications have been reported as a result of this event.